Manufacturer narrative:
Mfg. Lot build review: (B)(4). Requested return of packaged tego same lot samples. Device not returned.

Event description:
Complaint received reporting leakage issues with use of unspecified dialysis set ups where d1000 tego connectors were in use. The initial information received reports there were four occasions where ".. When cap changed device filled with blood and leaked where connected to catheter drops of blood loss, minimal loss". The involved devices were removed, replaced and discarded. There were no patient injuries/adverse outcomes. Additional event/device usage information although requested has not been provided.

Manufacturer narrative:
The involved tego connector devices were discarded. A total of fourteen packaged d1000 same lot samples (lot# 3278968 and lot# 3258327) were returned for testing and analysis. Engineering testing and analysis of the returned tego packaged complaint samples to the applicable pressure leak testing was performed. The result recorded four (4) of the packaged tego samples from lot# 3258327 failed pressure testing. There were no leakages and or performance issues with the remaining ten (10) tego samples. Additional analysis - the four tego connectors that failed pressure testing were disassembled and the internal componentry was evaluated. The report identified a molding defect on the silicone seal / body post interface. This condition could result in internal leakage. Corrective and preventative actions: a detailed analysis of the tego design, materials, manufacturing and inspection processes and equipment was performed. The data and engineering efforts identified the seal component anomaly was attributable to the manufacturing /molding operation involving a cavity core pin edge. Corrective actions have been identified, qualified and implemented. ICU medical initiated and is conducting a recall of those lots that could potentially contain this condition.

Event description:
Complaint received reporting leakage issues with use of unspecified dialysis set ups where d1000 tego connectors were in use. The initial information received reports there were four occasions where ".. When cap changed device filled with blood and leaked where connected to catheter drops of blood loss, minimal loss". The involved devices were removed, replaced and discarded. There were no patient injuries/adverse outcomes. This is the mfgers. Follow up report to provide additional information and device return / investigation of same lot packaged samples.